Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short ventricular intervals and variation in pacing impedance. The rv lead later triggered high undefined pacing impedance. There was also oversensing and noise that resulted in inappropriate anti-tachycardia pacing (atp) and high voltage therapy. A lead low voltage fracture was confirmed. The cardiac resynchronization therapy defibrillator (crt-d) then triggered a charge circuit time out. During the lead extraction, the right atrial (ra) lead had to be lasered to free the rv lead. It was noted that during the procedure a small effusion occurred, which the physician address with a pericardial window. The ra lead was capped and replaced. The rv lead was explanted and replaced. The device was explanted and replaced due to normal elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short ventricular intervals and variation in pacing impedance. The rv lead later triggered high undefined pacing impedance and noise that resulted in inappropriate anti-tachycardia pacing (atp) and high voltage therapy. A lead low voltage fracture was confirmed. The cardiac resynchronization therapy defibrillator (crt-d) then triggered a charge circuit time out. During the lead extraction, the right atrial (ra) lead had to be lasered to free the rv lead. It was noted that during the procedure a small effusion occurred, which the physician address with a pericardial window. The ra lead was capped and replaced. The rv lead was explanted and replaced. The device was explanted and replaced due to normal elective replacement indicator (eri). No further patient complications have been reported as a result of this event.